Event description:
Pt's advocate called today to inquire if we had received this lead, which had been explanted due to 24 inappropriate shocks. Our local rep was contacted. He was able to verify the event and stated that pathology has the lead, but he has requested it be returned to us for analysis. On (B)(6)2010 - this device was returned with oos documentation from a biotronik representative. Per oos, the physician suspected a lead fracture.